Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely], eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device reached end of life (eol) due to an extended charge time of 30.7 seconds. The device was explanted and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
--